Event description:
Boston scientific (bsc) crm received information that this patient had undergone a vascular surgery. Device evaluation post surgery noted pacing a rate of 30ppm and t-wave oversensing with intermittent inhibition. Ventricular sensitivity was programmed to maximum outputs and pauses were still being observed. Lead diagnostics were normal and no noise was observed during isometrics. The pacemaker is included in the insignia microcrystal failure mode 2 population (2005). However, a bsc crm technical services consultant discussed the advisory and does not feel the clinical observations are related to this issue. The patient had an additional rv lead implanted which had previously been capped and abandoned. The device was programmed to door and the patient remained in the hospital. The next day, a revision procedure was performed to replace the current rv lead and pacemaker. A replacement lead and device were successfully implanted. Next, the physician attempted to explant the previously abandoned lead. A perforation of the superior vena cava (svc) occurred and the patient did not survive.

Manufacturer narrative:
Not returned. No products have been returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. This event will be re-evaluated if additional information is received.